Event description:
Thermacare heat wrap menstrual caused two burns on my lower stomach. One burn is about 1.5-2" by 1" and is a 2nd degree burn. The other burn is about 1" by 1" and blistered. Wore the wrap per the product instructions by attaching it to the inside panel of my underwear and had only wore it for about 6 hours when I discovered the burns. Reason for use: menstrual cramps. Event abated after use stopped or dose reduced: yes.